Event description:
During a pt treatment on this machine, the pt's blood pressure dropped to 80/p, and the pt went into respiratory and cardiac arrest. The facility alleges that the pt's circulation was restored by administering CPR and oxygen. The pt was also given 250 ml of saline and 1 mg of atropine. The treatment was terminated after this. The facility alleges that the pt's post-treatment weight was 2.0kg below his target weight.